Event description:
Attempted to inject with the clear plastic in place, which of course did not work/ unable to inject/ cap broke into two pieces so the needle could not deploy [device issue]. No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of device issue, and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 28-may-2024, amneal pharmaceuticals received information from the patient's relative via an email concerning above-mentioned events experienced by the patient while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) was received on 31-may-2024 from the patient's relative via a telephonic call. New information included; reporter details (address contact), patient details (initials and current condition) and product details (ndc, strength, indication) was updated. On (B)(6) 2024, the patient was using epinephrine injection (auto-injector) 0.3 mg (ndc: 0115-1694-30, batch/lot: g221008x, and expiration date: jul-2024) (dose, frequency, and route were not reported) from (B)(6) 2024 for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On (B)(6) 2024, the patient's father used the auto injector on his son for anaphylactic reaction. When the blue cap was removed, the needle cap broke, and the needle was still covered by the clear plastic. While using he observed that the needle was covered by a plastic thing, and he was unable to saw the needle to inject. However, he mentioned that he tried to use the medication and was unable to inject it as it was covered by a white plastic. Unfortunately, as this was their first time using, they attempted to inject with the clear plastic in place, which of course did not work. The reporter would like financial reimbursement for the broken device or some form of credit/replacement. The reporter further confirmed that he had used the second injection from the same box which was fine. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited.

Event description:
Attempted to inject with the clear plastic in place, which of course did not work/ unable to inject/ cap broke into two pieces so the needle could not deploy [device issue] no adverse event [no adverse event] case narrative: this initial spontaneous report concerns of device issue, and no adverse event in a male patient (age and race were not reported) from the united states. The patient's age at the time of event experience was not reported. On 28-may-2024, amneal pharmaceuticals received information from the patient's relative via an email concerning above-mentioned events experienced by the patient while on amneal's twinject (epinephrine auto-injector). Additional significant information (#1) was received on 31-may-2024 from the patient's relative via a telephonic call. New information included; reporter details (address contact), patient details (initials and current condition) and product details (ndc, strength, indication) was updated. On 25-may-2024, the patient was using epinephrine injection (auto-injector) 0.3 mg (ndc: 0115-1694-30, batch/lot: g221008x, and expiration date: jul-2024) (dose, frequency, and route were not reported) from 25-may-2024 for anaphylactic reaction. Concurrent conditions included anaphylactic reaction. Co-suspect medication, concomitant medication, medical history, history of procedures/ surgeries, history of allergies, history of smoking, alcohol consumption, recreational drug use, and laboratory tests were not reported. On 25-may-2024, the patient's father used the auto injector on his son for anaphylactic reaction. When the blue cap was removed, the needle cap broke, and the needle was still covered by the clear plastic. While using he observed that the needle was covered by a plastic thing, and he was unable to saw the needle to inject. However, he mentioned that he tried to use the medication and was unable to inject it as it was covered by a white plastic. Unfortunately, as this was their first time using, they attempted to inject with the clear plastic in place, which of course did not work. The reporter would like financial reimbursement for the broken device or some form of credit/replacement. The reporter further confirmed that he had used the second injection from the same box which was fine. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This significant follow up (#2) information received on 13-jun-2024. New information received includes qa investigation report, attached with this case. On 28 may 2024, amneal product complaints received a product complaint notification for epinephrine auto-injector 0.3 mg, lot g221008x, ¿when the blue cap was removed, the needle cap broke and the needle was still covered by the clear plastic which did not work¿. The investigation complaint sub-type based on the complaint information was determined to be for ¿sheath mot removed by sheath remover¿. The cmo pfizer investigation was not warranted as the complaint was related to the assembly of the device at phillips. An investigation was performed by phillips on the subject lot. After review of the manufacturing controls in place, pmm does not see a correlation between technical complaint comp_2024_2180 and the manufacturing process at pmm. All in-process testing met acceptable criteria, there were no deviations or discrepancies found during assembly of this lot that could have led to the defect reported by the customer. The lot met all acceptance criteria before release and distribution. There have been twelve (12) other, similar complaints reported in the complaint category ¿sheath not removed by sheath remover¿ in the past 24 months. None of the 12 similar complaints were attributed to the manufacturing process. Based on the retain review and testing the retain tested conformed, the reported complaint of was not confirmed. A review of the pfmea was completed to confirm if the failure mode is captured within the current assembly process. One photo was provided by the reporter. In the photo was a 0.3 mg epinephrine auto-injector (amneal). The safety cap was affixed to the device. On the needle end, the sheath was projecting from the red nose cap. As the sheath was projecting out of the nose cap it can be assumed the device was fired. Due to the quality of the photo the evaluator was unable to observe if there was solution inside the sheath. The sheath remover was detached from the device and positioned in front of the sheath. There were no defects observed in the photos of the sheath remover and sheath. That would have prevented the user from removing the sheath with the sheath remover. Based on the photo the reported complaint of "when the blue cap was removed, the needle cap broke and the needle was still covered by the clear plastic which did not work" could not be determined. The complaint sample was returned on 11 jun 24 and inspected on 12 jun 24 from the complaint sample return kit provided by impax - amneal. One (1) 0.3 mg epinephrine auto-injector was returned, which included a sample from lot g221008x exp jul 2024. Based on the complaint sample evaluation of the reported complaint "when the blue cap was removed, the needle cap broke and the needle was still covered by the clear plastic which did not work" was not confirmed in the complaint sample evaluation, as based on the following evidence: 1. The sheath remover was inspected and there was no defect observed, the sheath remover was intact and not broken. The sheath was capable of being removed by the sheath remover as it took very little force by the evaluator to remove it. As the sheath contained only two drops of solution it can be concluded that the sheath was removed by the user in the field, if the sheath remained on the device when fired then there would have been approximately 0.3 ml of solution inside the sheath. 2. The needle was projecting from the nose cap, spring release tines were not in contact with the firing bushing, in addition the adjustment screw was against the stop collar, evidence the device had been fired and delivered a dose. 3. Skin tissue was observed on the needle, this is evidence that the device was administered to the patient. The instructions for use (IFU) were reviewed and there are adequate instructions for administration. As per the IFU, ¿pull off both blue caps. You will now see a red tip. Grasp epinephrine injection in your fist with red tip pointing downward. (Note, there is a picture in the IFU showing both blue caps being removed. The sheath remover photos show the sheath bulb tip as part of the sheath remover.) The needle comes out of the red tip. To avoid accidental injection, never put your thumb, fingers of hand over the red tip. If accidental injection happens, get medical help right away. Put the red tip against the middle of the outer thigh at a 90 degree angle. Press down hard and hold firmly against thigh for approximately ten (10) seconds to deliver the medicine. Only inject into the middle of the outer thigh. Check the red tip. The injection is complete and you have received the correct dose of the medicine if you see the needle sticking out of the red tip. If you do not see the needle repeat steps.¿ if addition, there are instructions for after use disposal. As per the IFU, ¿carefully cover the needle with the carrying case.¿ (note, there is a picture in the IFU showing the device red needle tip with exposed needle) based on the information provided by the reporter the investigation focused on ¿sheath not removed by the sheath remover¿. In support of this claim the photo of the complaint sample provided showed a device with the sheath attached to the device and the sheath remover separated from the sheath, however, the reported complaint could not be confirmed in the photo. In contrast, the returned complaint sample showed evidence that the sheath had been removed in the field by the sheath remover and the device had been administered to a patient. As the complaint sample evaluation does not support the claim of ¿sheath not removed by the sheath remover¿ and the sheath remover was capable of removing the sheath a root cause related to user error could not be determined. The investigation associated with epinephrine injection usp auto-injector 0.3 mg, lot g221008x for the complaint category - sheath not removed by sheath remover; for the reported complaint ¿when the blue cap was removed, the needle cap broke and the needle was still covered by the clear plastic which did not work¿ determined the manufacturing or assembly did not attribute to the reported complaint. The reported complaint was not confirmed in the retain review. The reported complaint could not be confirmed in the complaint sample evaluation as there was evidence that the sheath had been removed and the needle had been administered to a patient. There were no defects observed during the complaint sample evaluation which would have prevented the sheath remover from removing the sheath. The investigation concluded that the lot released to market was manufactured in accordance with approved batch records and specifications. Last action taken with epinephrine in relation to device issue and no adverse event was not applicable. De-challenge and re-challenge were not applicable. The outcome of device issue and no adverse event was unknown. The reporter did not provide the causality of device issue and no adverse event with epinephrine. This case was considered as serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.